Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The cochlear implant was evaluated on (B)(6), 2010, using the integrity test system. The device was explanted on (B)(6), 2010, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).